Event description:
Patient reported obtaining back-to-back blood glucose results of 500 mg/dl, 300 mg/dl, and 158 mg/dl, while using the suspect device. No patient injury was reported and no treatment was received. While on the line with technical support, the device's memory was reviewed and the values of 500 mg/dl and 300 mg/dl could not be located. A request was made for the return of the suspect device; however, patient declined. No product was returned to the manufacturer for evaluation.